Event description:
Poisoning [poisoning]. Trouble breathing [dyspnea]. Trouble walking [gait disturbance]. Heart not pumping correctly [cardiac disorder]. Case description: a consumer reported that their father, age unspecified, used fixodent denture adhesive, form/version unk, unspecified total daily use, and has been hospitalized for 4 days, since (B)(6) 2012, due to poisoning. Their father told them that he has been having trouble breathing and walking, and his heart was not pumping correctly; he won't be released from the hospital for another two days. Treatment: unspecified hospital care. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.